Event description:
It was reported by repair work order that the customer alleged that the patient left siderail was not latching . Upon inspection of the unit by the service technician, it was identified that the unit had a broken latch spindle and cracked toprail and both the latch spindle and toprail were replaced. No patient was affected and no adverse consequences or clinically relevant delay in treatment was reported.